Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of deflation received on jan 31, 2020 with lot number 2563536. Visual analysis of the returned device identified: openings, crease fold, wear abrasion. Leak test was performed and found openings on posterior and anterior side. A microscopic analysis was performed which identify crease sharp opening on posterior. And opening striated in the anterior side. The fill test inspection was performed, the result is no blockage based on the device analysis the final assessment is: a crease sharp opening on posterior assessed as fold flaw opening. A striated edge opening on anterior side assessed as surgical damage.